Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 224 mg/dl at the time of incident. Customer stated that during trouble shooting piston was not moving. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the sleep current measurement test, active current measurement test and self test. However, insulin pump alarmed insulin flow blocked during the seat test due to out of specification force sensor zero offset (425.5mv). Unable to verify drive/motor anomaly and perform the displacement, rewind, basic occlusion, force sensor and occlusion test due to unexpected insulin flow blocked alarm. The motor was tested outside of the device and passed.